Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n083995, implanted: (B)(6) 2007, product type: accessory. Product ID: 8709, lot# j0039982r, implanted: (B)(6) 2000, product type: catheter. (B)(4)

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine (dose and concentration not reported) via an implantable pump. Indications for use were non-malignant pain and failed back syndrome-other. The patient presented to the healthcare providers facility (B)(6) 2015 with hypotension. The patient's blood pressure was 85/59 but the healthcare provider reported it was correcting with IV (intravenous) fluids. The patient had been in and out of consciousness. The healthcare provider had raised the patient's daily dose last week and they would like to lower it back down. The healthcare provider wanted to have a company representative to come so they could lower the dose, they do not have a clinician programmer at their facility. Diagnostics, the cause of the hypotension and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.